Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via the national breast implant registry (nbir) ¿suspected/actual rupture/deflation¿. This record is for the right side. Device has been explanted.